Event description:
From the operative report: "the previous midline incision was performed, followed by a medial parapatellar approach and arthrotomy. Upon entering the knee, there was some mild old synovial fluid and there was gross scar tissue within the knee and there was a synovectomy that was performed to the retropatellar pouch, medial and lateral gutters and the suprapatellar pouch. This tissue was very fibrotic in nature. The patella was intact and not loose at this point in time, it was salvaged and did not need to be resected. The tibial insert was removed and all components were assembled. The anterior medial and anterolateral aspects of the tibial baseplate were grossly loosened by using just the rongeur and using an osteotome. The femoral component had bone that was circumferentially surrounding the edges of the component maintaining it in place, but there was gross micromotion of the components. I can put my hand on it and move it and once the rongeurs were used to remove this surrounding brim of hypertrophied bone, the femoral component came off into my hand. There was no bony ingrowth of the femoral component over the anterior flare or anterior and posterior chamfers of the distal cut out of the posterior end. There was fibrous tissue at the component head sunken to an extension pattern, but it did not violate the medullary canal. Therefore instead of doing distal femoral replacement, a standard distal femoral component could be used at this point in time. There were cystic cavities that were removed from the distal femur. The tibia was also evaluated and the salvage was used to undercut the tibia and then the base plate was easily removed. There were large cystic cavities along the posterolateral aspects of the tibial baseplate. Medwatch form indicates this implant has been recalled. We have the femoral component, tibial base plate and insert to return to the manufacturer."